Manufacturer narrative:
(B)(4). The device history review for the product hemolok med clips 6/cart 84/box lot# 73f1900172 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when using these clips, they break into two pieces. Indicated the frequency of the problem as having occurred 8 times. Further information indicates that there was no patient injury, the incident occurred with the same patient, and a minimum of 2 cartridges were involved.

Manufacturer narrative:
Qn#: (B)(4). The customer returned seventeen representative samples 544220 hemolok med clips 6/cart 84/box for investigation. The actual sample was not returned. The returned samples were visually examined with and without magnification. Visual examination of the returned cartridges revealed that they appear typical. The clip applier was not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. All clips from the first sixteen samples were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. On the last sample tested, one clip was unable to load due to operator error. The remaining clips loaded properly and were successfully applied to over-stressed surgical tubing. Therefore, no functional issues were found with the returned representative samples. Reference files (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perperndicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken parts - clip - info not provided" could not be confirmed based on the returned samples. Seventeen representative samples were returned. The actual sample was not returned. The remaining samples were tested and all but one clip was able to load properly and attach to over-stressed surgical tubing. The one clip that didn't load was due to operator error. Therefore, no functional issues were found with the returned representative samples. Since the actual sample was not returned, the reported complaint could not be confirmed and a root cause could not be determined.

Event description:
It was reported that when using these clips, they break into two pieces. Indicated the frequency of the problem as having occurred 8 times. Further information indicates that there was no patient injury, the incident occurred with the same patient, and a minimum of 2 cartridges were involved.